Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch select simple meter was reading inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date he obtained a result of ¿300mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to results of ¿123 and 124mg/dl¿ obtained on other devices. In addition, he obtained results of ¿158, 300 and 320 mg/dl¿ on the subject meter which he felt were inaccurately high in comparison to his feelings or normal results. Meter to other meter and meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that he developed a symptom of ¿cold sweats¿ but could not specify when the symptom occurred and stated that on (B)(6) 2017 he self-treated by drinking cola. During the call the cca noted that the patient had followed the correct testing procedure and used an approved sample site. The test strips had not expired or been stored incorrectly and the test strip vial was not cracked or broken. The patient did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.